Event description:
It was reported the lead was explanted and replaced due to dislodgement and a non-extending/non-retracting helix. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fracture (overstress); full lead returned. In addition, the analysis revealed the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector due to over-rotating the is-1 pin to retract the helix.